Event description:
Clinical study; it was reported that 205 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr) for a stent thrombosis. Target lesion 1 was located in the 1st obtuse marginal branch (omi) with 95% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with pre dilatation and a 2.75mm x 20mm taxus express 2 stent, with 0% residual stenosis. Target lesion 2 was located in the ramus with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target 2 was treated with pre dilatation and a 2.50mmx16mm taxus express 2 stent drug eluting stent with 0% residual stenosis. Target lesion 3 was located in the proximal right coronary artery (prox rca) with 75% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. Target lesion 3 was treated with a 3.00mm x 16mm taxus stent express 2 drug eluting stent with 0% residual stenosis. The patient was discharged one day later on aspirin and plavix therapy. At 525 days after the index procedure, the patient was admitted with a stent thrombosis. The physician assessed the device causality as probable for the relationship to the stent. On the same day, the patient also had a tvr. The ramus was treated with plain old balloon angioplasty (poba) to treat diffuse in-stent restenosis of the previously placed stent. The patient was discharged two days later.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.